Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that continuous flush set up and maintained throughout the procedure. No damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. Friction was noted while the coil was advancing the introducer sheath. Prematurely detachment occurred within the microcatheter when the subject coil was inserted. The entire microcatheter was removed and retrieved without incident. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to the reported event of main coil prematurely detached/separated during use.

Event description:
It was reported that during the procedure the subject coil prematurely detached within the microcatheter when inserted into it. The subject coil was removed along with the microcatheter. Both devices were replaced and the procedure was completed successfully with no clinical consequences to the patient.